Event description:
It was reported that the customer's insulin pump alarmed while priming. Advised the caller to discontinue the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.